Event description:
It was reported that crystalens was explanted/exchanged for a different model lens approximately nine months postoperatively to address asymmetrical vaulting caused by aggressive capsular contraction and posterior capsular opacification (pco). According to the surgeon lack of follow up by patient may have exacerbated problem by delaying early intervention. According to the surgeon, the patient's prognosis is excellent. This event pertains to the patient's left eye. Reference MDR #2031924-2013-00049, for the intraocular lens implanted in the patient's right eye.

Manufacturer narrative:
The device has been requested, but has not be received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.